Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 916764, and the expiration date was not provided. The aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) reagent lot number is 922943, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 and aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation (ast) results from the cobas 8000 cobas c 701 module for approximately 15 patients. Results for 5 patients are provided as representative examples. Patient 1's initial creatinine result on another c 701 analyzer was 78 umol/l. Results from a pre-diluted sample on the complained c 701 analyzer were 418 umol/l and 76 umol/l. Patient 2's initial creatinine result on (B)(6) 2026 was 383 umol/l. A repeat result on another analyzer was 51 umol/l. The repeat results on (B)(6) 2026 on another c 701 analyzer were 51 umol/l and 49 umol/l. Patient 3's initial creatinine result on (B)(6) 2026 was 1089 umol/l, accompanied by a data flag. The repeat result was 401 umol/l. Patient 4's initial creatinine result on (B)(6) 2026 was 556 umol/l, accompanied by a data flag. The first repeat result was 63 umol/l. The repeat result on another c 701 analyzer was 66 umol/l. Patient 5's initial ast result on (B)(6) 2026 was 7 u/l, accompanied by a data flag. The first repeat result was 27 u/l. The repeat result on another c 701 analyzer was 29 u/l.

Manufacturer narrative:
The alarm trace shows multiple incubation water and water tank alarms. It also shows multiple abnormal aspiration, sample short, and sample clot alarms, which indicate poor sample quality. A field service engineer (fse) replaced the vacuum tubing for the rinse heads, replaced the gear pump, cleaned the reagent carousel, and adjusted the reagent probes. The investigation determined the event is consistent with a hardware-related issue and a preanalytic issue at the customer's site (preanalytics are within the customer's responsibility). The customer has not reported any other issues after the service. The investigation determined that the service action resolved the issue.